Event description:
It was reported that cgm displayed error message on g6 sensor. No additional information was received regarding impact to customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, and successfully started new sensor session without error recurring.